Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12573. It was reported, the pt did not receive effective pain coverage on one side. It was also reported, the pt experiences pain at the ipg site due to size. The physician explanted and replaced the ipg and lead.